Manufacturer narrative:
H6 codes have been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting re-reporting that she believed she was not getting the medication/bol uses. Patient stated she took a bolus last night about 10:45 (patient was not sure of the exact time) and this morning when she woke up the personal therapy manager (ptm) was showing she only had 2 boluses left instead of 3. Patient stated she had called about this before, not getting the boluses. Per ptm: bolus duration: 4m, lockout: 4 hours, dri: 1/4h, max activations: 3 per day. Pump time hour was 1 hour off. Patient stated the nurse told her that they could not update the pump time. Agent reviewed the pump time was updated by the clinician programmer that the nurse uses and recommended having the nurse call when she was with the patient. Patient stated she was returning a call to nurse today to schedule a refill. Agent reviewed when the patient requests a bolus near 11pm and if the bolus delivers over the "midnight hour" which for the pump daylight savings time would be 11pm, the pump takes away a bolus from the next day. Agent reviewed the nurse could pull the records from the pump which would show the exact time the bolus was requested and delivered. Currently patient was seeing lockout due to lockout restriction. Patient would call back if she needs further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal hydromorphone at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported that the last time they had the pump refilled on july 19th, the nurse had a very hard time getting the medicine in. After about 3 hours, they were able to get the medication in and they said it was working. Since then, the patient had been in and out of the hospital because they were not receiving the boluses correctly and wound up going to the hospital due to withdrawal 2 different times. The patient stated that at the hospital, medtronic came out and said all the equipment looked fine, but they did not have the patient using the bolus and they were giving her intravenous (IV) medication. Patient stated that they were trying to figure out what happened with the medication and why they kept receiving error messages on the handset. Patient stated that no one seemed to know how to get a hold of the doctor that handles the medicine. Patient was under the impression that medtronic fills the pump. It was reported that the healthcare provider (hcp) prescribes the medicine but does not handle the medical aspect of the pain pump or the equipment. Patient reported alerts ox1c97d160 system error and 353. Patient stated then when she re starts the handset then it worked. Patient services ordered new wallet design for the patient. Additional information from the patient stated they believed the pump was malfunctioning. They said they had been sick every since their refill and was taken to the hospital in ambulance. The patient did not believe they were getting the medication/boluses. Patient stated they used the clinician programmer which indicated the pump was "fine". Agent redirected to hcp for further discussion/troubleshooting.